Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced pain while wearing the pod between 4 and 24 hours. Patient realized the needle had not retracted back into the pod, which indicates a needle mechanism failure occurred. This pod was discarded.